Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -13.5/3.0/090 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022; the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause is reported as unknown.